Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise observed on the right ventricular (rv) lead. A possible fracture was suspected. It was noted that the patient had an accidental fall during martial arts back in december of last year. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.